Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, long and prolapsed anterior leaflet, and restricted posterior leaflet. A mitraclip xtw was successfully implanted. To further reduce mr, a second clip, a mitraclip xtw was inserted and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was ultimately placed on the mitral valve and deployed. However, after deployment, the second clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, a third clip was deployed between the first and second clips, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. The patient was reported to be stable and moved to recovery.